Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Event description: all 4 channels and the brain alarmed "communication error" with red blinking lights. Pt was on vasoactive medications. Nursing acted quickly to move 2 right sided channels to another pump brain without channels working. Moved over all IV tubing to separate brain and 4 new channels. Channel a (B)(4). Channel b (B)(4). Channel c (B)(4). Channel d (B)(4). Brain (B)(4). Pump was reading "communication error" across all 4 channels. On the brain it read "attach module or press system off". Pump and channels removed from use. Pt was about to go on a roadtrip so this could have been a much more dire situation if the pump malfunctioned while off the unit.